Manufacturer narrative:
Data analysis: the pump investigation reviewed the aic log data and concluded: "data logs were reviewed and the position in aorta alarms were confirmed. The alarms aligned with significant drops in the snr and contrast. Leading up to the alarms, an rt log showed that raw optical signal had a significant amount of noise that correlated with the initial drop in snr. The ps began to jump back and forth between values around 200 mmhg and 70 mmhg. However, the algorithm initially was able to filter out the jumps up to 200 mmhg. Later however, they were not being filtered out, so the position in aorta alarm was falsely triggering. This is because jumps up to a higher psmax made the mc and ps waveforms go out of phase, so the algorithm calculation believed there was insufficient mc modulation. Later in the case, the ps returned to showing steady values around 70 mmhg and improved snr/contrast without any clear change in any other pump metrics. That being said, the waveform did not appear to be aortic at all. There was also no clear pressure value range that would cause snr/contrast to drop. The performance of 2 pumps used on the same console prior to the complaint pump were checked, and there were no indications that this same complication occurred on either pump. The pump was not returned for investigation. " device analysis: given the console ic5647 was not returned for this investigation, the cause of the optical signal issue could not be determined. D6a / d6b should have been left blank.

Manufacturer narrative:
The impella device has not been returned by the customer. A supplemental report will be filed upon device return or receipt of any additional information.

Event description:
The complainant reported that the impella 5.5 showed an erratic placement signal with position alarms on the automated impella controller (aic). The white cable was pushed in all the way. Staff had to disable placement signal monitoring. Motor current and maximum/minimum flows were reported to be good and appropriate. Care was eventually withdrawn, and the patient expired.